Event description:
Procedure type: used on the closure of a colostomy. According to the reporter: the surgeon went to use the stapler and the staples did not form properly. They used another gia to redo the staple line. There was some tissue loss. No reinforcement material was used. Patient is fine. No bleeding or delay in or time.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that it had been fully applied. Additionally, microscopic inspection of the knife blade displayed no damage. Functional testing of the device had acceptable results. The returned sample was found to meet specifications as received and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The patient is fine. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/07/2015.